Event description:
The father reported via phone call that the customer had a keypad anomaly. The father stated, the up arrow button was unresponsive. The father stated, they were unable to rewind/prime as a result. Customer's blood glucose was 353 mg/dl. The customer could not recall any significant events leading to the keypad issues. The father declined to troubleshoot for the customer's high blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.